Event description:
The lay user/patient contacted lifescan (lfs) customer service in (B) (6) 2009 alleging an "error 5" issue with her onetouch ultralink meter and reportedly received treatment. The medical surveillance specialist is classifying this complaint based on information obtained by lfs customer service. The error message first occurred in (B) (6) 2009. The patient indicated that she has had symptoms of fatigue, nausea, and headaches before and after the error message began. She claimed that her blood glucose levels have been "skyrocketing" because she has been unable to test. When asked if she received any treatment due to the error message, the patient stated that she gave herself "intramuscular shots" from (B) (6) 2009. It was not confirmed if the patient was referring to insulin shots. No other forms of treatment were reported. The patient also did not test on any other devices at the time of concern. According to the troubleshooting performed by customer service, the reported issue was not resolved. Replacement products were still sent to the patient. There is no indication that the product caused or contributed to an adverse event. The patient's symptoms do not meet the criteria for a serious injury and the patient did not receive any form of medical intervention. However, this complaint is being reported because, the "error 5" issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.